Event description:
It was reported there was a pump memory error when updating the pump. The physician was trying to do a priming bolus. In the attention dialogue box it showed that the infusion mode was ¿stopped pump¿ and the pump was shut off for 19 minutes. The pump was being used to deliver baclofen.

Manufacturer narrative:
Concomitant: product ID 8840, product type programmer, physician, product ID 8780, lot# serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).